Event description:
The patient woke up and felt ill, so patient used the suspect device to check their blood glucose. Patient obtained a result of 307 mg/dl. Thinking their glucose was high, patient took extra insulin. Within an hour patient was feeling worse. Due to patient's condition patient went to the doctor. Patient's doctor determined patient was having a low glucose event and treated patient with orange juice and other medications. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.